Event description:
Nurse reports pump is no longer working properly. When turned on there is an error saying system timed out and makes a beeping noise. She tried to change the batteries but it didn't work. Patient needs a replacement. Pump serial number (B)(6). No further information provided. Unknown if md is aware. It is unknown if patient missed a dose or had an interruption in therapy. It is unknown if patient experienced an adverse event due to pump issue. Pharmacy replaced the device and the malfunctioning device will not be returned. Unknown if md is aware. No further information, details, or dates provided. Frequency: infuse 90mg IV in 250ml of normal saline (total volume) every 2 weeks over 3.5 hours via infusion pump. Diagnosis for use: niemann-pick disease.